Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner packaging was compromised and unsterile. The stem was punctured through the plastic vacuum sealed pouch. The device was never implanted in the patient. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms that the outer carton was torn into pieces but the box containing the part was intact. There is some outer damage to the carton containing the part. Opening the carton revealed the stem was inside of its pouch but the pouch was opened where the part would have punctured it with movement. The inner cavity was also dented by the movement of the part. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.